Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was checked on the emergency room (ER) due to feeling fatigued. Upon reviewed, it was found that the device exhibited pacing inhibition with asystole of more than two seconds, due to noisy signals on the non boston scientific right ventricular (rv) lead. Subsequently the device was turned off. The field representative requested confirmation from technical services (ts) to turn on the device. Technical services (ts) reviewed the episodes and found out the rv lead also exhibited high impedances out of range. Ts did not recommend turning the ICD on as this could put the patient at risk for inappropriate therapy and more inhibition of pacing from noise. This ICD remains in service. No additional adverse patient effects were reported.